Event description:
The patient has a reply dr that at last interrogation (6 months prior) was programmed in safer mode. Patient came in for routine follow up and device was found to be vvi 70 bpm, unipolar, 5v. Patient denied any visits to other hospitals, falls, electrical interference, etc. Safety mode notification did not appear during interrogation. The clinician reprogrammed the device back to safer mode and it appeared to have been hard programmed into the device. Device was then re - interrogated and appeared to have flipped back again to vvi 70 bpm, unipolar, 5v.

Event description:
The patient has a reply dr that at last interrogation (6 months prior) was programmed in safer mode. Patient came in for routine follow up and device was found to be vvi 70 bpm, unipolar, 5v. Patient denied any visits to other hospitals, falls, electrical interference, etc. Safety mode notification did not appear during interrogation. The clinician reprogrammed the device back to safer mode and it appeared to have been hard programmed into the device. Device was then re - interrogated and appeared to have flipped back again to vvi 70 bpm, unipolar, 5v.